Event description:
It was reported the pt underwent a trial with the leads in the supra-orbital placement (off-label use) and the right side came out over night. The pt had complete loss of stimulation on the right side. The physician met with the pt on (B)(6) 2013; it was decided to leave the right lead out and continue the trial with the existing left lead. The doctor described antibiotics and there was no sign of infection.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.